Event description:
No new patient or event information to report since the previous medwatch was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: it was reported that, during a lower uterine hysterectomy, a cook bakri postpartum balloon with rapid instillation components leaked. Following delivery at 34 weeks gestation, the hysterectomy was performed due to chronic fetal distress and chronic hypertension complicated with preeclampsia. Manual placental removal under combined lumber epidural anesthesia was performed. Poor uterine contraction was observed following placental removal. Uterine massage was performed and 20 units oxytocin were administered without improvement of uterine contraction. The myometrium and serous membrane layers were sutured continuously in layers, and the device was noted to be leaking when 250 ml saline was injected. The procedure was completed using another device. The patient lost approximately 600 milliliters of blood before placement of the device, and approximately 200 milliliters after placement. The device was inflated after suturing. No adverse effects to the patient have been reported as a result of this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complaint device was returned to cook for evaluation. Visual inspection noted scrape marks on the balloon material. A function test was performed, and the balloon was confirmed to leak. A cut in the balloon material was observed in the balloon material at the leak. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the puncture was determined to be user error during suture prior to inflation. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The patient lost approximately 600 milliliters of blood before placement of the device, and approximately 200 milliliters after placement. The device was inflated after suturing.

Manufacturer narrative:
Initial reporter name and address- phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a lower uterine hysterectomy, a cook bakri postpartum balloon with rapid instillation components leaked. Following delivery at 34 weeks gestation, the hysterectomy was performed due to chronic fetal distress and chronic hypertension complicated with preeclampsia. Manual placental removal under combined lumber epidural anesthesia was performed. Poor uterine contraction was observed following placental removal. Uterine massage was performed and 20 units oxytocin were administered without improvement of uterine contraction. The myometrium and serous membrane layers were sutured continuously in layers, and the device was noted to be leaking when 250 ml saline was injected. The procedure was completed using another device. No adverse effects to the patient have been reported as a result of this occurrence. Additional information regarding the event and patient outcome have been requested.